Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric surgery procedure, during the first firing, the device did not fire even if the surgeon was able to press the green button and squeezed the handle. They replaced the reload to complete the case. There was no patient injury.